Manufacturer narrative:
A dispatched draeger service technician inspected and tested the device without being able to duplicate the issue. The log file evaluation revealed that - immediately after the device was switched from manual to automatic ventilation, an insufficient vacuum pressure level was detected. The vacuum is needed to keep the piston diaphragm in place to avoid wrinkling and perforation. The specified behavior in such error condition is to shut down automatic ventilation and to alert the user to this condition by a corresponding alarm. There are multiple root causes imaginable that would lead to insufficient vacuum pressure level. Some of them have technical root causes that would leave "footprints" but no indications could be determined during intensive testing on-site. Thus, the most likely explanation would be an incorrect assembly of the upper ventilator diaphragm. This diaphragm is a detachable component and will typically be removed for cleaning and disinfection. If not being re-installed correctly afterwards this might lead to the observed issue. An incorrect assembly is widely prevented by the mechanical design of the housing, the diaphragm and the breathing system. Post market surveillance data confirms this. However, an incorrect assembly can't be fully excluded. It seems reasonable that the system reboot performed by the user in follow-up of the event has corrected the deviation.

Event description:
It was reported that during a case, the machine alarmed 3 times for 'check ventilator' and automatic ventilation stopped. The user reportedly rebooted the machine and normal function was restored. The case was completed and there was no patient injury reported.